Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection method is described in IFU: urf-p6/p6r operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: urf-p6/p6r reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the uretero-reno fiberscope had a broken objective lens. The issue was found during reprocessing of the device. Inspection and testing of the returned device found foreign materials on the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found leaks on the camera body, dents on the camera body, cracks on the protective coating on the bending portion of the device, dents and scratches on the metal around the objective lens, damage to the image guide bundle, and damage to the structure of the bending section of the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.